Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems electronic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a mildly tortuous, mildly calcified de novo left anterior descending (lad) artery that was 90% stenosed. Lesion was pre-dilated with a 2.5x15mm nc balloon at 12 and 14 atmospheres (atm). After the lad was stented with a 3.50x48mm xience xpedition and post dilated with a 3.0x12 nc balloon at 16 atm a dissection was noted at the distal edge. The dissection was treated with a xience prime. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.